Event description:
It was reported when using the bd pyxis medstation es system cubie did not popped out and prevented user from retrieve medication to patient. The customer added that they were able to retrieve medication from another station and there was no delay in patient work flow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an issue in pocket. The field service engineer stated that the issue was resolved by customer. The system functioned as intended.